Manufacturer narrative:
Additional information: d9, g3, h3, h6, h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the pusher coil damaged, the proximal connector bent, and the implant severely stretched and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for analysis but has not yet been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device is received, the investigation will be performed, and a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the embolization treatment, the implant coil unintentionally detached during retraction into the distal end of the microcatheter. A snare device was used to remove the coil from the patient. There was no reported patient injury.

Manufacturer narrative:
Additional information was received indicating the coil stretched. The physician lost 1:1 haptic feedback from the pusher and implant. Upon retrieving the pusher, it was noted that the coil did not respond and then it felt as if the sr element had broken with the implant stretching out. A solitaire stent was used to grab the implant and removed from the sac. Detachment was never attempted as the coil lost 1:1 response whilst being redeployed. The pusher was pulled back but the implant did not follow it. The device has not been returned to the manufacture of the time of this report. If the device is returned a supplemental report will be issued at the conclusion of the evaluation.